Manufacturer narrative:
It was reported that the patient underwent an initial total knee arthroplasty on (B)(6) 2022. 1,5 years later, on (B)(6) 2023, the patient underwent revision surgery due to early loosening of both the femoral and tibial components. To gather further information on the event heraeus medical has sent its questionnaire for serious events to the responsible healthcare professional. Unfortunately, until now, the document was not received back. The batch record review of the batch in question did not reveal any abnormalities. The batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. The provided x-rays show a clear gap on the tibial implant - cement interface as well as on the bone cement - bone interface. This suggests that both the the cement and the implant were implanted outside the application time frame and it appears as if the implants were moved during the curing process of the bone cement. Thus, the event is highly likely related to a user error when handling the bone cement. There are sufficient recommendations in the instructions for use of palacos r+g regarding the application of cement and prosthesis. Excerpt from the instructions for use of palaos r+g (1708_11830_palacos_r+g_gba_int.indd): paragraph "mixing the components": "[...]the mixing, waiting, working and curing times of palacos® r+g are shown in the diagrams at the end of the instructions for use. Please note that these are stated for guidance only because working time and curing time depend on temperature, mixing and humidity, whereby the direct ambient temperatures are important, e.g. Of cement powder, mixing system, bench and hands. A high temperature accelerates the waiting, working and curing times." Paragraph "use of the bone cement" "the bone cement can be applied as soon as the doughy bone cement no longer adheres to the gloves. The application period depends on the temperature of the material and the room temperature. To ensure adequate fixation the prosthesis must be introduced and held within the time window allowed for working, until the bone cement has set completely. Remove any surplus cement as long as it is still soft."

Event description:
Country of occurrence: germany. Hospital: (B)(6) . Surgeon: (B)(6) . Patient: dob 1947, female. It was reported that a patient underwent an initial total knee arthroplasty on (B)(6) 2022. Subsequently, on (B)(6) 2023, the patient underwent revision surgery due to early loosening of both the femoral and tibial components. Associated devices: 42500606202, persona the personalized knee system: femur cemented posterior stabilized (ps) standard right size 7, lot#64771615. 42532007102, persona the personalized knee system: tibia cemented 5 degree stemmed right size e, lot#65235182. 42521400710, persona the personalized knee system: articular surface fixed bearing posterior stabilized (ps) right 10 mm height, lot#65230435.